Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During an in-clinic follow-up, far-field r-wave oversensing which resulted in inappropriate automatic mode switch (ams) was observed on the device. Technical support was contacted and recommended reprogramming to resolve the event, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.